Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the 6th most distal stent strut row, a strut was lifted. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12jul2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in moderately tortous and moderately calcified left anterior descending artery. Following pre-dilatation, a 2.50x38mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patients's status was stable. However, returned device analysis revealed stent damage.